Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
A customer complained that a laboratory staff member had cut her thumb when trying to open a ion selective electrode (ise) standard high ampule. The customer cut her right thumb by accident. The customer was given a prescription and an application of bactroban ointment to the injured site. The customer also received a tetanus shot. The customer returned to work following the treatment. The ise standard high ampule was not previously opened. Product labeling for the ise standard high states "wear protective glasses when handling the ampule. Using a piece of gauze or other protective material, carefully snap the top off the ampule." The only piece of personal protective equipment that the customer was known to be wearing were plastic gloves. Further clarification was requested in regards to if the customer was following the proper handling instructions, but no further information was provided.

Manufacturer narrative:
Since it was unknown if the customer followed the handling instructions in the package insert, the investigation was unable to find a definitive root cause.